Event description:
It was reported by the customer that the insulin pump will not rewind. It was also reported that the insulin pump has a cracked lcd display screen. Customer's blood glucose level at the time 118mg/dl. Insulin pump replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump had a cracked display window, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip. No damage was noted on the display glass. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and prime test. The prime feature on the main menu could not be accessed. No rewind anomaly or prime anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.